Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in fungal peritonitis. The breach in aseptic technique was further described as ¿performed pd therapy in unclean conditions¿. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day as event onset of the peritonitis; the patient was hospitalized for the peritonitis event. The same day as hospitalization the patient was treated with intraperitoneal (ip) cefamezin (0.5g, frequency and duration not reported) and ¿ps¿(20ml) and ip heparin (1cc, frequency and duration not reported) the following day the patient was treated with , liasophin ("1g x 2v¿, for seven days, frequency and route unreported). Eight days after event onset, cefdinir (dose, frequency, duration and route not reported) treatment was started. Pd therapy was ongoing. At the time of this report, the patient was recovering from this event. On an unreported date, the pd effluent became clear and the abdominal pain subsided. It was reported the patient was scheduled to be retrained on proper aseptic technique. No additional information is available.